Event description:
Info received that when the bed was in the highest hi-lo position that it would not go into trend. No injury reported.

Manufacturer narrative:
Tech found that when the hi/low is all the way up in the high position, the bed will not go into trendelenburg or reverse trendelenburg position. Isolated the alleged problem to the emergency trend valve. Entered order for replacement emergency trend valve. Repair not yet complete.